Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the implantable neurostimulator incision was oozing fluid. The surgeon opened the incision site since the patient saw another physician who tried to remove a keloid from the surrounding area. The surgeon cultured the wound site and is awaiting results to see if there is any growth. The wound was debrided.  The leads were checked with a wireless external neurostimulator. The leads all connected well and there were no impedance issues found. The implantable neurostimulator was not charged, so connectivity couldn't be checked intra-op. The surgeon is awaiting the results of the culture to determine if the patient will keep the implantable neurostimulator or if she will have to explant it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The culture results were not back yet. If the culture grows then physician will explant entire system. Currently the patient is being treated with oral antibiotics and has home health going to the house to check wound site.